Event description:
Philips received a complaint by the customer on the v60 indicating that error code 110b proximal pressure is showing disconnect. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer confirmed that the pin alignment was connected properly. The rse recommended replacing solenoid 3 and 4. Also provided parts ID for the data acquisition printed circuit board assembly (da pcba) to order if the solenoids did not solve the issue. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/02/2022, 11/16/2022 and 01/12/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.